Event description:
The suspect device result was 499 mg/dl. The user dosed insulin and within thirty minutes was in insulin shock. Spouse called the paramedics and then gave pt a gluco-shot. When the emergency medicla technicians arrived they checked pt's glucose and the level was 120 mg/dl. Pt refused further treatment. Controls were not used. The device was replaced and requested to be returned for eval.